Event description:
Medical device manufacturer, acumed has supplied our hospital with sterilization instructions for their bone plate systems. The instructions require minimum of 25 min exposure using steam in a pre vacuum cycle with a 70 min dry time. A number of the sets in this bone plating systems includes implants. The issue is: the product manufacturers that supply biological spore test packs do not manufacture a test pack that can withstand a 25 min exposure time or above. The manufacture also refers back to the end users following the guidelines from (B)(4), (B)(4) and the sterilizer device manufacture.